Manufacturer narrative:
The customer's report of an over-infusion could not be confirmed. The pcu event log showed that the reported suspect pump module infused at rates of 250ml/hr, 900ml/hr, 5ml/hr, 150ml/hr, 200ml/hr, 100ml/hr, 35ml/hr, 110ml/hr and 140ml/hr. The last infusion was at 110ml/hr. The log has no instances of a rate of 20.8ml/hr (or 21ml/hr) for any attached device. No data was found in the pcu event log that matched or was close to the customer's event description. Attempts to clarify this discrepancy with the customer were made, however no response was received. The root cause of the reported over-infusion was not identified.

Event description:
The customer reported that an infusion of chemotherapy (epoch) was programmed to infuse at 20.8ml/hr with an expected completion time of 15:30 however the infusion completed at 13:30. The facility's clinical engineering department checked the pump with no issues noted and the pump was returned into service. There was no patient harm.